Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope exhibited the adhesive around the objective lens was peeled and the distal end was scratched. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for adhesive around the objective lens was peeled and the distal end was scratched. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.